Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings included an abnormal camera appearance and there was an issue related to leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the camera head. The issue occurred during preparation for use for a diagnostic procedure (endoscopy), and the procedure was canceled. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to faulty cable. As to the cause of the faulty cable, it is likely that the cable deteriorated due to water leak from the scratches on the cable or was broken due to the buckling of the cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.